Event description:
Customer called on (B)(6) 2011 reporting that after changing the cl electrode tip, customer noticed a leak coming from the cl flow cell port of a unicel dxc 800 synchron system. Customer technical support (cts) advised customer to check if there were 2 o-rings installed on the electrode and customer had indeed installed 2 o-rings which was causing the leak. One o-ring was removed hence stopping the leak and customer was successful in calibrating all the ion selective electrode (ise) analytes except for cl failing range. Customer also reported a cl span of 5257 and cts advised customer to replace with another cl tip. Customer replaced the cl electrode tip again and mentioned that cl calibration had passed and qc was within range but the cl patient recovery was high. Qa reviewed proservice qc and calibration history and noted that it does not match the customer's statement. Serivce was dispatched to help customer resolve the issue and prior to service arrival, customer realized she had installed the k tip on the cl electrode and corrected the issue. Field service engineer (fse) inspected all electrodes and ports and found that the electrodes were plugged into the wrong ports. Fse corrected the issue, cleaned the flowcell and verified performance according to established procedures. No erroneous results were reported out of the lab and customer stated that she does not have the patient data results nor can she provide verbal results.

Manufacturer narrative:
Field service engineer (fse) inspected all electrodes and ports and found that the electrodes were plugged into the wrong ports. Fse corrected the issue, cleaned the flowcell and verified performance according to established procedures. (B)(4).